Event description:
Same case as MFR # 6000093-2005-00283, 00285) 5 days after a coronary drug eluting stenting treatment procedure the patient expired. In 2005, the patient presented to the cath lab. The first lesion being treated was a 4.5 mm, 70% stenosed, mildly calcified, bifurcated left main artery (lmca) lesion. The lesion was not predilated. The physician placed a taxus express2 8.8% 3.5 x 24 mm drug eluting stent. The stent was post dilated. The second lesion being treated was a 4.0mm, 90% instent restenosed, bifurcated proximal circumflex (cx) artery lesion. The lesion was predilated. The physician placed 2 taxus express2 8.8% 3.5 x 24 mm drug eluting stents with 6mm overlap. The stents were post dilated. During the procedure the patient was administered an IV 2b3a agent and oral plavix. During the implant the patient's cardiac enzymes were elevated and met criteria for a non q wave myocardial infarction (mi). In the opinion of the physician the mi is not related to the taxus stents. Five days later, the patient expired of renal failure.

Event description:
It was further reported that target lesion 1, a type d bifurcated lesion was identified in the lmca with 70% stenosis and a 4.5 mm reference vessel diameter. Per cath report, the lmca was stented because "angiography revealed that the stent placed across the ostium of the lcx (target lesion 2) was to some degree compromising flow to the lad." Target lesion 1 was treated with placement of a 3.5x24 mm taxus stent spanning from the mid lmca to the proximal lad, followed by kissing balloon inflations, reducing stenosis to 0%. Target lesion 2 was identified in the proximal cx with 90% stenosis and a 4.0 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of two 3.5x24mm taxus stents, reducing stenosis to 0%. During the procedure, the pt complained of severe chest pain after the posterior div of the left cx was lost. This necessitated intra-aortic balloon pump placement. The pt ultimately required mechanical ventilation due to dyspnea, due to volume overload secondary to contrast agent in "a pt who is essentially anuric". The pt was intubated without event. One day post index procedure, pt had elevated cardiac enzymes consistent with guideline definition of myocardial infarction. Post procedure, pt remained in cardiogenic shock with intra-aortic balloon pump. Pt's prognosis was noted to be extremely poor and this was discussed with the family. After extensive discussion with the family, the prognosis was discussed with the pt. The pt was able to understand. Pt expressed a desire to be made comfort care only. The pt's pressors were stopped and the pt passed away. Cause of death is renal failure.